Event description:
It was reported that a device experienced a system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device in question was returned and evaluated by baxter. Evaluation found the unit to be inoperable due to the reported symptoms of "system error 105" alarms caused by failed I/o pcb (partially dislodged q20). The failed I/o pcb was replaced.